Event description:
It was reported that the user experienced hypoglycemia after announcing and consuming a usual lunch, with the lowest glucose reaching 47 mg/dl, and the user reported treating with oral glucose. Symptoms included hypoglycemic manifestations, which the user was contacted to verify. Outcomes included system alerts for urgent low glucose, urgent low soon, and low glucose, and completion of troubleshooting and education. Investigation included a review of user-reported event details and device use. Investigation of this case revealed that the cause of the hypoglycemic event was unclear. It was concluded that the event involved hypoglycemia of unclear cause, with user treatment using oral glucose and no further adverse outcomes reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.